Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos and one loose 5ml syringe was received. The sample was visually evaluated. The stopper was observed to be missing from the plunger rod. The plunger rod had severe directional damage to its crown and tip areas. Small indent marks were observed about halfway on two of the plunger¿s ribs and one rib was cracked where it joins other ribs. The location of the plunger rod damage is where the stopper is attached during assembly. The observed damage would prevent proper stopper to plunger assembly. Potential root cause for the damage to the plunger is likely due to an isolated issue during the assembly process. The part likely got caught being transferred to the assembly dial during production. No corrective actions are necessary based on the defective rate identified. Batch 9095611 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ sterile, single use syringe plunger was found cracked/deformed while sampling a cell bag. The following information was provided by the initial reporter: "during sampling of a cell bag, a defect was noticed on the 5 ml syringe being used to sample. The gasket of the plunger was found to be missing, and the plunger was found to be cracked and deformed as well. This was noticed in one 5 ml syringe. The raw material was isolated from the process when the defect was discovered, and the syringe was rinsed with wfi."